Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No intervention has been performed. The patient was in stable condition.